Manufacturer narrative:
Other text: additional information: b3, b5 and h6 - health impact codes.

Event description:
Additional information was received: event occurred during testing. Event date was june 12, 2023. There was no patient ijnury.

Manufacturer narrative:
Other text: d4 UDI:(B)(4). One device was received for investigation. The device was visually inspected and functionally tested. Device could not power on due to missing battery compartment. The complaint is confirmed. A damaged/missing battery assembly due to user interface is the root cause. Installed a new battery holder assembly and an MRI battery and the device functioned as intended. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not alarming. Patient involvement unknown.